Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that the last basal delivery was on (B)(6) 2013 and the last bolus was on (B)(6) 2013. The history showed that the pump was suspended on (B)(6) 2013 and the suspension was confirmed 30 times. A 18.05 unit bolus was then delivered at 17:21 on (B)(6) 2013. The pump was then suspended again on (B)(4) 2013 18:11 until (B)(6) 2013 at 7:20. Only typical usage was observed in the alarm history. The total daily doses added up to correctly reflect the user¿s programmed basal targets. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was installed and displayed normally.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she was admitted to the hospital on (B)(6) 2013, with a blood glucose (bg) of 700 mg/dl, no symptoms, and was diagnosed with diabetic ketoacidosis (dka). There were no issues with the site or set. She was treated in hospital with glucose, insulin drip, saline, and potassium, and released on (B)(6) 2013. Her health care provider (hcp) reviewed all settings, found them to be correct, and reportedly believes the pump is not functioning correctly. Hcp prescribed an alternate insulin delivery method and advised patient to get pump replaced. Bg at time of call was 400 mg/dl, and patient has given an injection to correct. This complaint is being reported based on the allegation that a patient on pump therapy developed dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.